Event description:
It was observed during the device inspection, that the ultrasonic gastrovideoscope exhibited foreign material in ultrasonic connector case. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation. Olympus confirmed, foreign material came out of the device, but the type of the material or root cause cannot be identified. The legal manufacturer was unable to confirm, whether the customer's reprocessing steps were deviated from the instructions for use. The event can be detected & prevented, by following the instructions for use (IFU) which state: according to the instruction manual for gf-ue260-al5, the reprocessing procedures are described in the following chapters: chapter 6: compatible reprocessing methods and chemical agents. Chapter 7: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.